Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during use in a procedure at the user facility, a burn to the patient torso while using smoke evac pencil. It was further reported that the burn required medical intervention. It was further reported that the procedure was completed successfully, without significant delay.

Event description:
It was reported that during use in a procedure at the user facility, a burn to the patient torso while using smoke evac pencil. It was further reported that the burn required medical intervention. It was further reported that the procedure was completed successfully, without significant delay.

Manufacturer narrative:
Additional information: h6: the quality investigation is complete. Correction: d9: device not returned for evaluation h6: health impact code updated based on the provided additional information h1: type of reported event updated based on the investigation results.